Manufacturer narrative:
Upon investigation of the actual device used in this incident, that the unable to connect pyxis to server. A technical support specialist confirmed that issue was resolved by customer. The system functioned as intended after customer resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es unable to connect to server, which caused delay in dispensing the medication. There were no adverse events or injuries reported based on this incident.